Manufacturer narrative:
Corrected data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 week post implant of this 25mm avalus ultra valve, the patient developed acute onset aphasia in the emergency room. Computerized tomography (CT) discovered ischemic occlusion of the middle cerebral artery (mca), resulting in acute ischemic stroke. The patient was hospitalized and transferred for mechanical thrombectomy. Medication was also administered. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 1 week post implant of this 25mm avalus ultra valve, the patient experienced acute ischemic stroke which resulted in hospilization. It was reported that medication was given. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.